Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed that the generator passed all specifications prior to distribution.

Event description:
Reporter indicated that the surgeon elected not to implant a vns generator because the "screw was loose". Follow up with the surgeon revealed that when the generator was taken out of the sterile packaging, he thought that the silicone septum plug was loose and not sealed properly in the septum cavity. The surgeon also reported that when the hex screwdriver was inserted into the septum plug, the plug "popped out" and the setscrew did not seem to be properly placed. The surgeon reported that another generator was available and surgery was completed successfully. Product analysis was completed on the returned generator. The positive septum plug was not returned with the generator, and therefore, could not be assessed. However, the positive septum cavity was evaluated and found to meet specifications. No anomalies were identified with the setscrew or the septum cavity.